Manufacturer narrative:
As no device upn or lot number were provided, a device history records (DHR) review and/or ship history was not possible. The august 2016 angiodynamics complaint report was reviewed for the angiovac product family and the failure mode, "patient injury/death." No adverse trend was identified. Although the used device was discarded at the hospital, it was stated that the end user believed that the device functioned properly. (B)(4) device not returned to manufacturer.

Event description:
As reported by angiodynamics' clinical specialist: she received a (B)(6) call from cath lab manager at sanford health requesting her help with an angiovac case for a pulmonary embolism in 10 min. Lab had questions regarding circuit set-up with perfusion. Patient had already had CPR at that point. Lab personnel had difficulty with flow which was determined to be because of a clot. When some of the clot came through to the filter, the flow returned. The lab reported that they got some clot out, but decided to end the procedure. When patient was being transferred across town via ambulance, the patient coded twice during transport, and later expired. The lab does not believe there to have been any malfunction of the device. Part number and lot # are unavailable. Device was discarded.

Manufacturer narrative:
Although a ship history report (shr) was generated for this complaint, a review of the dhrs are not required for this event. There was no report of device malfunction or performance issue during the procedure. (B)(4) is a contract manufacturer of the angiovac cannula for angiodynamics, no informational scar is required. The angiodynamics (B)(6) 2016 complaint report was reviewed for the angiovac product family and the failure mode, "patient injury / death." No adverse trend was indicated. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot, therefore, be determined if the cannula was used in accordance with its labeling. The original event description states that the lab did not believe there to have been any malfunction of the device. The root cause for the adverse event is therefore likely to be operational context. Directions for use (dfu) is provided with this device and contains the following statements: warnings: - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. - as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. (B)(4). Device discarded at hospital.